Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the fifth of six reports for this reported patient event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operative day one with no signs of symptoms. Upon examination of the patient, the surgeon noted 3+ aqueous cell. The patient was prescribed with post-operative steroid eye drops. No cultures were performed. The patient's symptoms have resolved without any additional treatment. This report represents the three of three patients for this surgeon.

Manufacturer narrative:
There was no sample returned for evaluation. Complaint trending reviewed for the lot code provided. No similar complaint found. The retained samples of this lot were tested and all results conform to the specifications for the tested parameters (ph, osmolality, limulus amebocyte lysate (lal)). Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related deviations were identified, retained samples conform to the specifications and with no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).